Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardiac that exhibited oversensing, leading to false tachycardia episodes. The physician elected to monitor the patient. The patient was stable.